Event description:
The pt has had at least five previous mris -with and without contrast- of the head without incident. On (B) (6) 2010, the pt was given an MRI -1.5 tesla machine, probably a siemens machine- of the head without contrast to check for possible iron plaques in the basal ganglia. During what was probably the latter 1/3 of the procedure, the pt's brain became hot; not searing but pretty hot. While the brain was hot, his chronic headache disappeared -first time in nearly ten years- and it felt as if he had been given a shot of morphine. In hindsight, the pt is aware that he should have told the MRI operator to stop but the thought never crossed his mind; he was in what could only be described as a blissful state. After the completion of the MRI, the pt reported to the operator that his head has become hot, not just hot but pretty hot. The pt received a look suggestive of lunacy. The pt's chronic headache returned immediately but with more intensity than before the procedure. The pt can not remember for sure how he returned home. After three weeks, the chronic headache had become worse and he was experiencing a second type of headache described as having someone slam a dagger into his head, sometimes up to 30 times a minute, sometimes once or twice an hour, sometimes not at all for several hours. Eventually the stabbing approached the worse pain the pt had experienced -rated an eight- and was rather startling. The stabbing occurred mostly in the frontal area of the left hemisphere, occasionally in the parietal, rarely in the temporal and never in the occipital. The pt was also experiencing a pain that felt like an axe was being planted in the left hemisphere of the brain. A third, migraine type headache -no aura- also developed, which involved the forehead, brow and eyes. The stabbing pain also occurred in the right hemisphere but with less frequency than in the left. The migraine type headache involved both sides of the forehead; the pt has no history of migraine. The headaches continue as of this writing, which is eight weeks after the MRI. The radiologist who read the images thought there was a possible choroid plexus carcinoma and ordered a second MRI with contrast whereupon the pt reported to his gp his experiences with the previous MRI. The pt had been hesitant to report the heating sensation in his brain when he considered the reaction of the MRI operator; the pt did not want to be considered a fimadmanfl. His gp ordered a second MRI, with contrast, but suggested he consult with the radiologist before it was done. The radiologist was told the same day of the experience in the previous MRI and promptly cancelled the second MRI, ordered by the gp, pending consultations. The pt's gp prescribed diclofenac sodium for the headache and ordered a CT scan. The medication takes the edge off the pain but it seems as if the axe, migraine and the original intensified-chronic headache have merged into one. The stabbing pains still occur but with less frequency. The CT scan has not yet been run. The pt believes that the correlation of choroid plexus cysts and haemochromatosis is behind the heating of his brain. There are reports that non cystic choroid plexus of pts -seen on autopsy- with haemochromatosis is fistrikinglyfl stained with hemosiderin -barton and edwards 2000, (B) (4). There are no autopsy reports available to the pt, of pts with haemochromatosis and choroid plexus cysts. The co-occurrence of the two conditions -if they are independent variables- appears to be around 1 in 650,000, but do not quote me on this one. Hemosiderin is largely composed of ferritin and ferritin is a superparamagnetic nanoparticle subject to heating. The pt believes that at sometime between his last head MRI in late 2006 and the (B) (6) 2010 head MRI, he passed the threshold for hemosiderin -ergo ferritin- in the choroid plexus, where tissue heating would occur, or perhaps they -the radiology department- exceeded the pt's specific absorption rate during the MRI. The pt fears he now has permanent headaches that are painful and distracting. The pt also fears that damage to the choroid plexus -if it occurred- may lead to a future vascular event -stroke-. Barton, james c and corwin q edwards 2000 hemochromatosis: genetics, pathophysiology, diagnosis and treatment. Cambridge university press, england. Dose or amount: unk. Frequency: unk. Route: unk. Diagnosis or reason for use: iron lesions of the basal ganglia.